Manufacturer narrative:
Information contained in this record was previously submitted thru 410 psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified deformation, yellow particles, weight to the specification, creases folding, delamination orientation dot (<75% partial separation). Voids and bubbles were observed in the gel after autoclave cycle. Based on the device analysis the final assessment is that a delamination partial of the orientation dot (adhesive failure) was found. No issues were found related with the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side capsular contracture, baker grade iii. The device has been explanted.